Event description:
Conmed 5mm laparoscopic kittner dissector had distal end separated from the main body of instrument during a laparoscopic hernia repair. The 10cm x 5mm end was retained in a patient for approximately one and one-half years. Discovered while patient was seen in clinic for a rule-out appendicitis. Removed 6 days later.